Event description:
Physician found great resistance with deployment. He repeatedly checked leg position in spline and system was flushed. So much resistance was felt that the pusher wire was bending inside deployment system. There was a popping sound and then the filter was free to deploy. Once deployed, CT showed crossed legs. The filter was removed.